Manufacturer narrative:
Evaluation summary: upon further review of the service report, there were no functional issues found during servicing. However, during routine servicing procedures service bulletins were performed as applicable.

Event description:
It was reported that during a breast biopsy, they noticed that they were not getting good vacuum, tubing error codes and the cutter on their holster would not retract completely. During the case, they retrieved 2 small fragmented samples. The case was aborted, the patient was sent home under normal post biopsy instructions and rescheduled for a later day.